Event description:
It was reported that chloraprep kits were dry upon opening. Per complaint details received: I was notified today that the 1ml chloraprep in the cardinal kit that they were dry upon opening the kits and having to pull sterile separates for use. Cardinal IV start kit mfg# 01-92001a.

Manufacturer narrative:
No samples or photos were available for evaluation. As a result, bd was unable to verify the reported issue or determine a definitive root cause. The most probable root cause can be attributed to post manufacturing handling which can provide enough force/impact to possibly activate or break the glass ampoule causing the applicator to be dry. A production record review was unable to be completed as the batch/lot information was unavailable. No further action is required at this time. This failure will continue to be tracked and trended. H3 other text : see narrative below.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No samples or photos are available for evaluation. As a result, bd is unable to verify the reported issue or determine a definitive root cause at this time. A production record review could not be completed as no batch/lot information was provided. If samples, photos or additional information becomes available, bd will re-open the record and investigate accordingly. No further actions are required. This failure will continue to be tracked and trended. (B)(4).

Event description:
It was reported that chloraprep kits were dry upon opening. Per complaint details received: I was notified today that the 1ml chloraprep in the cardinal kit that they were dry upon opening the kits and having to pull sterile separates for use. Cardinal IV start kit mfg# 01-92001a.